Event description:
At about 3 months after the primary, the patient reported that was not able to walk properly. From the x-rays it was noticed a subsidence of the tibial tray, leaving to a varus condition. The revision was successfully completed by implanting a revision tibial tray of the same size along with a stem and tibial augment in the medial side.

Manufacturer narrative:
Batch review performed on 02-nov-2023 lot 2202599: 24 items manufactured and released on 15-jun-2022. Expiration date: 2027-06-02. No anomalies found related to the problem. To date, 22 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was conducted/performed 3 months after the first implant of a gmk sphere (with tibal component cemented). The patient complained of walking problems, so she underwent an x ray check which showed a mobilization of the tibial tray with a medial subsidence. From the available images the tibial component appears slightly lateralized: this, along with other possible elements (poor bone quality, overload of the knee, etc.) May have led to the failure. Among these causes, the implant-cement debonding can also be counted, as little or no cement remained attached to the explanted baseplate: this could be influenced by several variables during the cementation process such as temperature (of the implant and of the room), time of insertion, presence of liquids and other possibilities not related to the implant. For these reasons, we see no reason to think that the prosthetic implant was defective. Visual inspection performed by r&d manager: revision surgery after 3 months after priamry of a gmk sphere implant due to tibia subsidence on the medial side. From visual inspection of the explanted baseplate sent back for investigation, we can't identify any anomalies or defects. From x-rays images, the component seems to be slightly lateralized with lack of coverage of the cortical bone on the medial side. This could have been the cause of the event together with poor bone quality or for a traumatic event / overload that may have occurred. From visual inspection, there is no reason to think that the event is related to a faulty device.